Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Or, were staples missing or staple lines incomplete but the tissue was cut? If yes, please explain. What was the appearance of the staples? (B-formation, irregular, legs straight)? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a lobectomy after firing the pvs stapler, the vessel was spurting blood. Surgeon controlled the bleeding with vessel loops and surgicel. All staples formed except at the end of transection.